Event description:
The following allegation was reported by the patient's physician: it is alleged that in early (B)(6) 2014, the patient was implanted with a bard ventralight st mesh during a laparoscopic ventral hernia repair. In the weeks postoperatively it was reported, that the patient began to experience systemic rash with itching, with no specific local reaction in the area of the mesh. Reportedly, the patient is being treated by an allergist with prednisone, which was reported to have improved the symptoms but has not completely resolved them. Surgeon states that he believes this is indicative of an internal response rather than being caused by other environmental factors. The surgeon reports that he is attributing these symptoms to be a reaction to the implant. As reported no surgical intervention has taken place to date.

Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. As reported, the physician alleges the patient's symptoms to possibly be a reaction to the implant. It should be noted that the products IFU states that "shortly after placement, the biopolymere coating becomes a hydrated gel that is resorbed from the site in less than 30 days. Information to facilitate a mesh sample for reactivity testing was provided to the patient's physician; however at this time a request for a sample has not been made by the physician. Allergic reaction is a known possible complication listed in the adverse reaction section of the IFU. This MDR includes all patient, event, and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.